Manufacturer narrative:
Patient information unknown the impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The investigation for the power cord has been completed. The reported issue of the "plug ripped from wall and wires hanging out" was determined to be caused by defective ac power cord set.

Event description:
As no patient consequence was associated to this event, the regulatory decision has been populated based on previous risk review(s) for the respective product experience codes and/or analysis codes associated to the complaint.